Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the up, down, and ok buttons were under responsive to button presses and the down arrow button was occasionally sticking. The reporter indicated that there was no noted damage to the keypad. The reporter indicated that there was moisture noted in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2015 with the following findings: during inspection, there was no damage found to the keypad and all buttons responded to presses appropriately. The keypad was removed and there was no damage found to the button contacts. Moisture was observed in the battery compartment. Unrelated to the complaint, the battery compartment was observed to be cracked. A leak test was performed and verified a leak at the battery compartment. The pump was opened and there was moisture damage found inside of the case.